Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating with medtronic logo on the screen. Customer was assisted in restarting the pump. Customer was assisted in performing a self-test on the pump, which did not pass. Customer¿s blood glucose was 110 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly.